Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. Patient alleged seeing particles in tubing/chamber. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously received information alleging an issue related to a CPAP device's sound abatement foam. Patient alleged seeing particles in tubing/chamber. There was no report of patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. The manufacturer also received humidifier with the device. An internal visual inspection of the device and humidifier was completed by the manufacturer and found stains and indeterminate contamination on exterior underside of device, keratin contamination and/or bio-contamination was observed on the humidifier flip lid seal and interior of humidifier chamber, corrosion and mineral deposits were observed on the humidifier bottom plate screws, evidence of water ingress to the blower box was observed on the blower, fine dust contamination observed on and in the blower. The manufacturer found no evidence of sound abatement foam degradation. The device's downloaded event log was reviewed by the manufacturer and found 1 error. The device was applied power and the device operated properly. The manufacturer concludes contaminants found were consistent with stains and indeterminate contamination on exterior underside of device, keratin contamination and/or bio-contamination on the humidifier flip lid seal and interior of humidifier chamber, corrosion and mineral deposits on the humidifier bottom plate screws, fine dust contamination on and in the blower. The manufacturer also confirms water ingress in blower box. The manufacturer concludes there was no evidence of sound abatement foam degradation. In this report, section d9, d10, g3, h3, h6 has been updated or corrected.